Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rfd was evaluated by the manufacturer em-te and the diode d12 on the motor control board mc2 was blown. Motor control boards mc1 and mc2 were replaced. The rfd was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2014 the (B)(4) at maquet (B)(4) reported that the rotaflow drive unit serial number (B)(4) displayed a head error message. The drive was tested with another console and the error persisted. (B)(4).